Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the patient received the following results within 15 minutes: 300 mg/dl using the hospital's meter and 60 mg/dl using patient's meter. The patient fell into a coma and was admitted to the intensive care unit after the patient vomited and suffered from abdominal pain. The patient was treated with intravenous fluids and other medications.